Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. The directions for use (dfu) states: warning: if the button does not pop back up within 30 minutes, check position of orange refill indicator. If indicator is in the lowermost position, close clamp. If button pops back up within 10 minutes, open clamp and continue with infusion. If button remains stuck, it may result in a significant increase in flow rate to patient. Keep clamp closed. Pump should be replaced if appropriate. If indicator remains in the uppermost position, something may be impeding the flow. Check for tubing kinks, closed clamp or patency of connected devices such as catheter or unvented filter (verify patency) according to your standard protocol." I-flow received one full pump for evaluation and investigation. The visual inspection found the select-a-flow (saf) dial was set to 0ml/hr. When the pinch clamp was opened, the pump did infuse. The orange indicator was at the down and the button was in the upward position. Bolus tested was performed and the bolus functioned as designed. The customer complaint of the bolus button not working was not confirmed. The bolus passed testing.

Event description:
(Drug/diluent: ropivacaine 0.2%). (Fill volume: 400ml and flow rate: unknown). (Procedure: unknown and cathplace: unknown). Both units were reported to have the button stuck down. No troubleshooting was performed by facility, the units were just removed. No adverse event occurred. Date of event: (B)(6) 2011.